Event description:
A report was received that the patient was experiensing discomfort at pocket site. The patient's ipg was relocated and two lead extensions were implanted. Nothing was explanted. The patient is reportedly doing well.